Event description:
A report was received from the USA with info stating that an 840 ventilator had a graphical user interface (gui) inoperative failure and a blank display. There was no info provided regarding pt involvement or the date of the event.

Manufacturer narrative:
There is no info regarding the disposition of the device at this time. (B)(4).